Event description:
It was reported that high pacing lead impedance was observed. It was also noted that the patient received inappropriate therapy. Lead was capped and replaced. During lead revision, the physician had to implant the new lead on the right side due to thrombosis in the left subclavian vein.

Manufacturer narrative:
No medwatch form was received.